Event description:
Irreversible shot down of deep-brain stimulator. This pt had a generator that was replaced by me about two years or so ago. He had his original implantation done at an outside (B) (6) medical institution and had been getting along quite well. Unfortunately, the pt had noticed that when he walked through certain devices that are typically used for theft control, in particular at (B) (6) store, one in particular caused him to feel a buzz. He had walked through this particular one on another occasion, and the system simply died. He knew when it happened and clearly relates it to that event. He could not get it restarted. The system looks like it is dead. He was referred to me for reimplantation. This was certainly unusual. We contacted the rep and then asked that this device be sent back to the company for analysis as a complaint. Diagnosis or reason for use: essential tremor.